Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the product was used to cut and coagulate between the gall bladder and the liver. It was further reported that there was some burning of the edge of the liver where the doctor was not cutting. It appeared that heat was coming from the shaft of the product and was not protecting the organs. It was further reported that the shaft of the product might have been faulty, thus allowing heat to escape and cause burning. The doctor used another probe and the surgery was completed successfully.